Event description:
It was reported the insulin pump alarmed button error and customer was unable to clear the alarm. Customer's blood glucose was unknown. The device was not exposed to water. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads. The device was received with minor scratched display window. The device was received with missing end cap sticker.